Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by milky drain. The cause of the peritonitis was unknown. The day before the peritonitis diagnosis, the patient was hospitalized for another indication and the peritonitis event. The patient was treated with unspecified antibiotics for the peritonitis ( no further details). At the time of this report, the patient was recovered from the event. The patient was discharged 11 days after hospital admission. Action taken with pd therapy was not reported. No additional information is available.